Manufacturer narrative:
Correction: h6 fdc code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that they were having issues charging their implant and reported that they needed a new battery pack. Patient reported battery empty cannot continue recharge the controller (79) appeared on the screen when they tried to charge the controller and that the controller wouldn't charge. Patient confirmed the green light would flash above the screen when the controller was plugged into the ac power supply. Patient notified their representative about this issue yesterday and they advised the patient to try an ac power reset on the controller and to call patient services. Patient performed an ac power reset and was able to get the controller charged up to 50%. Patient also confirmed that they got system problem rm03 when trying to charge their implant for the last couple of days. Patient clarified that the controller would charge, they just couldn't get the charge from the con troller to their implant. Patient reported that the controller battery depletes before the implant was charged. Patient noted the controller was draining their implant battery because the controller was working so hard to try to charge their implant. Patient took the recharger cord out of the belt and tried charging their implant by using just the paddle and a light t-shirt because it seemed like the implant didn't want to charge with the belt on. Patient noted that they had scheduled an appointment with their pain management doctor on the 12th. During the call, patient stated that they noticed a tiny bit of discoloration and wear on the recharger cord near the paddle. Patient confirmed the antenna was getting warmer than normal when trying to charge their implant and that it would make their implant warmer as well. The issue was not resolved. Agent reviewed information. An email was sent to the repair department to replace the recharger. Patient mentioned that this was their second implant and that it had migrated up a bit since they are skinny.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.